Event description:
The customer reported the device had a flashing screen (display). There was report of adverse patient impact.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.